Manufacturer narrative:
Citation: stephan t, et al. Impact of extent of coronary artery disease and percutaneous revascularization assessed by the syntax score on outcomes following transcatheter aortic valve replacement. Bmc cardiovascular disorders. 2021 nov 30;21(1):568. Doi: 10.1186/ s12872-021-02374-y. Earliest date of publish used for date of event. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product, no definitive conclusion can be made regarding the clinical observations. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information from a literature article regarding the impact of concomitant coronary artery disease and peri-procedural percutaneous coronary intervention on outcomes after transcatheter aortic valve replacement (tavr). All data was retrospectively collected from a single center between january 2010 and december 2015. The study population included 553 patients (predominantly female, mean age 81.1 years). Tavr was performed using an edwards sapien 3 valve system or a medtronic corevalve system. No unique device identifier numbers were provided. Among all 553 patients, 76 deaths occurred within one year of tavr. No statement was made suggesting a causal or contributory relationship between medtronic product and the deaths. Among all 553 patients, non-death adverse events included: myocardial infarction, stroke, coronary lesion revascularization, left bundle branch block, and hospitalization due to decompensated heart failure. No additional adverse patient effects or product performance issues were reported.